Event description:
It was reported that a health care provider (hcp) presentation was given and contained a case study of a patient who was involved in a motor vehicle accident (mva) resulting in an isolated right proximal femur fracture and ankle fracture. Postoperative x-rays revealed broken screws. This report is for an unknown quantity of unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional information was requested but has not been received to date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.